Manufacturer narrative:
Analysis summary: complaint not confirmed: upon testing the device, analysis found that the unit functioned properly. Analysis was unable to confirm complaint in lab. Functional testing was done to address the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that the plasma blade malfunctioned and needed to be replaced. They stated it sparked but was not sure if it was the blade or the generator itself also stated they trashed the blade. There was no patient involved.